Event description:
It was reported that, an unkn journey knee impl was broken on insert which required a revision case to correct. All pieces were recovered. Current health status of the patient is unknown.

Manufacturer narrative:
D4: part # and lot # were added. The associated device was returned and evaluated. The lab analysis confirmed that the as received tibial insert showed a fractured post with wear and deformation on the posterior surfaces of the fractured post tip. There was also wear and deformation at the base of the post which remained on the tibial insert. Additionally, wear, deformation, and scratching were observed on the articulating surface of the insert. Scratching was also observed on the anterior locking detail. The periphery of the insert locking detail was damaged. The post tip itself showed damage on the posterior and inferior surfaces. No material or manufacturing defects were observed in the component during investigation. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per the complaint details, a revision was performed due to a broken poly insert/post. It was communicated that the requested clinical documentation/information was not available. Without the requested documentation, the clinical root cause of the reported event could not be further assessed or concluded. The patient impact beyond the reported revision could not be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
D4: UDI # was added.